Manufacturer narrative:
Device evaluation: the device was returned for evaluation. All labels were still intact. No physical damage was found on the device. Functional test was done and the reported issue was not confirmed. The downstream sensor was within specification. Root cause could not be determined. Preventively, the downstream sensor was replaced and the upstream sensor was re-calibrated. The product was beyond 3 years from manufacture date of 2019-11 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Device identification (UDI) and protocol number are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the pump, a 'high pressure' alarm went off. No patient injury reported.